Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to diabetes ketoacidosis and urinary tract infection on (B)(6) 2019 with blood glucose of 800 mg/dl. The customer's current blood glucose is 240 mg/dl. The customer did experienced the symptoms such as vomiting. The customer was treated by manual injections. The customer declined troubleshooting for high blood glucose. Customer states the drive support cap appears normal. The insulin pump will not be returned for analysis. Frn-unk-rsvr, unomed inf set.